Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced endoscopic controller (ec) to resolve the issue. The system was verified and ready to use. Isi has received the ec for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, an error occurred. System logs confirmed errors reported by the endoscope controller (ec). The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscopic controller (ec) was analyzed and found the reported failure could not be confirmed or replicated. Upon visual inspection, no issues were found that would be related to the reported failure. In logs, found errors/faults occurred in the field, but they did not relate to this ec unit. The unit was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. This unit was installed into the test system and running video test, 10 power cycles & sitting idle for 1 hour. System came up with no errors and good video on both eyes with no issue. The ec is worked as normal. The complaint was not confirmed based on the field evaluation/failure analysis. The probable root cause is attributed to electrical and fiber optical defects on the ec in the vision side cart (vsc).

Event description:
Refer to h11 for follow-up information.